Event description:
It was reported that the tibial insert trials were not seating properly into the tibial baseplate so it was impacted and a corner broke off.

Manufacturer narrative:
Conclusion: trials are not intended to be impacted.